Event description:
It was reported that following a carotid stenting treatment procedure a pseudoaneurysm developed. A carotid wallstent mr 10x24, 5.9f, 135cm was implanted in an unspecified location within the internal and common carotid artery. A week later, a pseudoaneurysm was noted at the distal edge of the previously implanted stent. It is believed that the pseudoaneurysm was caused by infection, the pt acquired "either during or post procedure" that "attached itself to the edge of the stent and become aneurismal". The pt was given an unspecified antibiotic and is "feeling better" and is "ok as of now". The pt was transferred to another facility for a second opinion regarding further surgery. Despite multiple requests for additional info, no info has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.